Event description:
It was reported that the device underwent a power on reset for no apparent reason. There was no pt injury or death. No treatment or outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).